Event description:
Pt underwent surgery in 2008, as anterior avaulta-plus cystocele repair. Experience mesh erosion necessitating further surgery: five months later, excision of avaulta mesh. Dates of use: 2008. Diagnosis or reason for use: cystocele.